Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the ECG (electrocardiogram) cable was stuck on the ECG connection; the ECG connector on the lem (link electronic module) printed circuit board assembly was damaged. Analysis also confirmed the screen overlay was broken. (B)(4).

Event description:
It was also reported there was broken glass.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) cable was very difficult to pull out. The programmer was returned for repair. No patient complications have been reported as a result of this event.